Event description:
According to the facility, 'a patient had her epidural running and was not getting comfortable'. Per the facility, 'we found that the connector was cracked, and the medication was coming out and not getting to the patient'.

Manufacturer narrative:
According to the facility, 'a patient had her epidural running and was not getting comfortable'. Per the facility, 'we found that the connector was cracked, and the medication was coming out and not getting to the patient'. The sample is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.